Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: model #: 1650 / catalog #: 1650 / expiration date: (B)(6) 2024 / serial or lot#: (B)(6) h4: mfg date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the second battery was removed from service.

Manufacturer narrative:
(A supplemental report is being submitted for device evaluation. Product event summary: two batteries (B)(6) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed both batteries passed visual inspection and functional testing. The batteries were able to adequately charge, and discharge as expected. Internal visual inspection of the devices did not reveal any abnormalities. Log file analysis revealed that (B)(6) discharged properly within the analyzed period. As a result, the reported event could not be confirmed. A possible cause of the reported event could not be determined because the returned devices tested within specification and the issue could not be duplicated. Additional products: d1: battery d4: serial#: (B)(6), d9: yes, return date: 28-oct-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dvbb1d4 ICD 6935m55 lead implanted (B)(6) 2013, evolutpro-26-us valve implanted (B)(6) 2017. Additional products: additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: unk / serial#: unk d9: no h3: no h4: mfg date: unk h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two batteries exhibited a power consumption issue. It was noted that both batteries had showed four bars and when attached to the controller they immediately dropped down to two bars. The patient only brought one battery into the clinic, and the other battery was mixed in with the other batteries when the patient returned home. The patient stated the second battery will be returned once it is identified which one is having an issue. One of the batteries was replaced and the second battery remain in use. No patient complications have been reported as a result of this event.